Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and noticed the reference values for na cal were low. Fse installed a new carbon bridge to resolve the issue. Fse performed calibration integrity and quality controls and all passed. Instrument resumed operation.

Event description:
The customer stated their unicel dxc 600 pro synchron clinical chemistry system generated erroneously low sodium (na) results for two patients. The patient samples were repeated on another dxc instrument and the new results were reported out of the laboratory. Patient treatment was not impacted as the original results were not reported out. Quality controls were within established ranges at the time of the event. The instrument maintenance was performed and sodium electrode was replaced.